Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a couple days after implant, the patient experienced an effusion, and a perforation was discovered. The right ventricular (rv) lead was repositioned, and remains in use. No further patient complications have been reported as a result of this event.